Event description:
Philips received a complaint by the customer on the v60 indicating that the flow sensor was not working. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the flow sensor was not working. The customer sent the ventilator to biomed. Biomed informed the remote service engineer (rse) that the unit powered on, but they did not have a test circuit for testing. Biomed confirmed that there were no errors found in the event log. The rse offered onsite service, but the customer declined. The customer stated they would call back if further support was needed. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.